Manufacturer narrative:
There was no further medical intervention nor was there any reported injury to the pt as a result of this incident. The blood was not returned to the pt since the facility has a policy against returning the pt's blood in the event of a blood leak that tests positive with a hemastix, therefore a blood loss of about 220 ml is being reported. The pt involved in this incident is a male with a history of hypertension, gout, transurethral resection of the prostate (turp), phlebitis, gastrointestinal (gi) bleed and hematuria. The pt reportedly has a history of bleeding disorders and is always either on tight heparin or no heparin during treatment. The staff routinely rinses this pt's dialyzer with approx 50 ml of saline every 30 minutes during treatment to prevent clotting. The facility's pt care technician caring for this pt noticed pink-tinged effluent and positively confirmed the presence of blood using a hemastix. Facility's registered nurse stated that before the facility's pt care technician rec'd the "blood in dialysate" alarm, there were multiple maximum transmembrane pressure (tmp) alarms, which were temporarily cleared by rinsing the extracorporeal circuit with saline. When facilty's registered nurse confirmed that the pink-tinged effluent was indeed blood, she notified the nephrologists who ordered blood cultures to be drawn. The blood cultures resulted as negative bacterial growth. Gambro us technical service rep, inspected the machine and ran a simulated pt treatment. The machine performed its mandatory t1 test according to MFR's specifications. The machine's blood in dialysate sensor was manually occluded and the machine stopped the blood pump and clamped the venous line as expected. The gambro technician was unable to duplicate the alleged failure of "blood pump did not stop nor venous clamp close". The machine has been placed back into service. According to the phoenix operator's manual, the "blood in dialysate" alarm can be override for two-minute intervals, which allows the blood pump to continue to run, releases the venous line clamp but places the machine into minimum ultrafiltration.